Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during load process. Contact does not know remember customer's blood glucose level at the time of the event. Reportedly the customer was able to load a cartridge successfully and customer was able to resume insulin therapy.